Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11,d9,,h6 (type of investigation, investigation findings, investigation conclusions) the fse that encountered the issue replaced the front-end board (0670-00-1164). The iabp was operational after performing work according to the service manual.the following investigation was performed by b)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 15 jan 2026. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of when connecting a trainer to the iabp during inspection, a message to remove the trainer appears. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au. The most probable root cause is component reliability.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that the cardiosave intra-aortic balloon pump(iabp) during maintenance inspection after connecting the trainer, a message to remove the trainer appears. There was no patient involved.